Manufacturer narrative:
Intuvie received a pump for routine preventive maintenance (pm). During device testing, the pump failed the 30 psi occlusion pressure test, alarming at 21.550 psi, which is below the acceptable range of 22 to 38 psi. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 234 to 237. Subsequently, the device passed the 30 psi occlusion pressure test at 24.070 psi, which is within specification. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a pump for routine preventive maintenance (pm). During device testing, the pump failed the 30 psi occlusion pressure test, alarming at 21.550 psi, which is below the acceptable range of 22 to 38 psi. The issue was identified during internal testing and was not associated with any patient involvement or clinical use. To correct the failure, the 30 psi occlusion calibration value was adjusted from 234 to 237. Following recalibration, the device passed the 30 psi occlusion pressure test at 24.070 psi, which is within specification.